Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. A4: weight 84.7kg. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified procedure, during which a micropuncture transitionless access set was used, the wire ¿separated at the hub¿ and per the reporter, is believed to result in the sheath ¿being detached in the leg¿. Fluoroscopy was unable to identify a separated fragment. The patient was taken to the operating room for surgical exploration; however, no foreign bodies were identified. There was no evidence of a foreign body within the patient. A CT without contrast of the right leg and an ultrasound of the arteries in the lower extremities were also performed on the day of the procedure. Additional information has been requested to clarify details of the event.

Manufacturer narrative:
Summary of event: as reported, during an unspecified procedure, during which a micropuncture transitionless access set was used, the wire ¿separated at the hub¿ and per the reporter, is believed to result in the sheath ¿being detached in the leg¿. Fluoroscopy was unable to identify a separated fragment. The patient was taken to the operating room for surgical exploration; however, no foreign bodies were identified. There was no evidence of a foreign body within the patient. A CT without contrast of the right leg and an ultrasound of the arteries in the lower extremities were also performed on the day of the procedure. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU cautions ¿when inserting, manipulating or withdrawing a device through an introducer, always maintain introducer position¿ and ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt¿. Wire or catheter embolism is listed as a potential adverse event. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.